Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused medication to the patient. The infusion time was shorter than expected. The infusion completed in 12 hours rather than 46 hours which was expected. The device was filled with 4600mg of fluorouracil diluted with saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. Device manufacture date: (B)(4) 2017 - (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.